Manufacturer narrative:
Expiration date: 03/2018; manufacturing date: 03/2015. Based on the available information, this event is deemed to be a reportable malfunction. No previous investigations are available to leverage. After review of a used returned product sample (blue diluter), no discrepancies were observed. The product met its specification requirements. A detailed review of batch records for product i002640, lot # 110126, indicated that no discrepancies (includes non-conformances/deviations), were observed during manufacturing. The product was manufactured according to specification. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "during check prior to use the whistling sound was heard from the dilutor." Device was not used on a patient. No further information was provided.